Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: what is the patient¿s current condition? What was the initial procedure that was being attempted? How was the bleeding identified? When was the bleeding identified? Where was the bleeding located on operation?

Event description:
It was reported that post surgery from an unknown procedure the patient had bleeding from staple line which required coloscopic intervention and application of clips. Bleeding required intervention in form of colonoscopy will risk of leakage of anastomosis. One device has been discarded.

Manufacturer narrative:
(B)(4). Additional information: device was not returned for evaluation. Additional information: what is the patient¿s current condition? Patient is stable. What was the initial procedure that was being attempted? Low anterior resection how was the bleeding identified? Blood clots identified on rectum. When was the bleeding identified? In post-op, after surgery. Where was the bleeding located on operation? Bleeding was located on staple line.